Event description:
Intra-aortic balloon pump in use on pt. Pump failed at approx 1 am was found after 10 minutes to be inoperable. Changed out pump per data - scope advise instruction. No injury to pt. Could hear fan in pump running, but power supply failed. Turned pump over to biomed dept at hospital. Power supply failure was identified. Reported to datascope. Failed part power supply assy sent back to data scope. Dates of use: 2009. Diagnosis or reason for use: ischemic cardiomyopathy.